Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of diabetes mellitus and renal insufficiency. The patient developed a hematoma at the impella access site after moving in bed. Manual pressure was applied with attempted expression of the hematoma. Although the hematoma could be expressed, it re-accumulated. A femostop was placed, and no further groin issues were noted. Distal pulses were positive. The patient survived to explant. The reported hematoma requiring hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was most likely use related to patient movement per clinical details that patient was moving during support and the patient developed hematoma after patient moved in bed.

Manufacturer narrative:
The pump will be returned for evaluation.